Manufacturer narrative:
The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications. Internal complaint reference: (B)(4).

Event description:
It was reported that during a novasure endometrial ablation on (B)(6) 2018 the device did not ablate completely. A representative followed up with the physician on (B)(6) 2018 and additional information was obtained. The physician noted that the cavity integrity assessment (cia) passed with no issue and the ablation was completed. When the physician tried to remove the device it seemed to retract into the sheath, but she could not remove it from the patient. Once it was removed the plastic sheath looked melted. The cavity was viewed and did not look ablated like it typically is. The physician also noted that the cervix had some burn and there was stenosis. She tried going back in with a second device to ablate what was missed, but could not get the device to advance through the cervix and aborted the attempt. The patient was discharged home the same day.